Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following. Destructive analysis identified a fiber consistent with polypropylene lodged under the pump tube outlet fitting o-ring. Analysis identified that the o-ring was damaged and identified residue on the m1 feedthrough post and motor wire. The evaluation code method and the evaluation code-result codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the pump would alarm every 10 minutes, off and on, over the two month period prior to device replacement. The device had been used with/in the patient for treatment. It was reported there was no patient death or injury. It was unknown if the patient experienced a loss of therapy. The pump was returned for analysis 2019-may-24.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4 mg/ml of morphine at 0.4482 mg/day via an implantable pump. The indication for use was not provided however it was indicated that the pump was being used to treat pain. It was reported the patient's critical alarm was going off and this had been happening over the past two months, relative to (B)(6) 2019. Upon reading the pump report it was indicated the pump was stalling and restarting. This happened several times. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated during a refill and the multiple stalls were identified. The pump was explanted and replaced on (B)(6) 2019. The rep was in possession of the device and planned to return the pump to the manufacturer for analysis. It was reported the is sue had been resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included chronic back and leg pain, smoking, and high blood pressure. Other medications being taken at the time of the event included norco.